Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cable cover was not fully secured to the display, resulting in the reported event. To resolve the issue, the technician replaced the cable cover. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the cable cover to their vividimage 4k surgical display fell off. The procedure was completed successfully. No report of injury.